Event description:
Boston scientific crm received info that the pt with this pacemaker and leads stopped breathing and was bleeding internally after the implant procedure. It was suspected that the device was not working appropriately, however during surgery, it was noted that the pt's heart wall was punctured. A lead was repositioned and the pt's condition improved. The products remain implanted. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.